Event description:
It was reported that the 9900 system would not fluoro and another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired bent pins on the mainframe backplane and replaced the ps1 power supply, the fluoro function board and the generator interface board. The system was tested and found to be working as intended, and placed back into service.